Manufacturer narrative:
(B)(4). Photo evaluation summary: one picture was received. The picture shows an anvil detached from the device. The anvil has a washer loaded. The washer appears to be uncut and indented and no staples are noted in the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Based on the photo alone the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The following information was requested, but unavailable: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? If so, please describe the shape. What is the current status of the patient? Response: risk manager advised there were two surgeons in the procedure and the device was fired by the assistant surgeon. Both are experienced users of the device. She did not have the information available for the remainder of the questions as she has not yet had an opportunity to speak with the staff present during this procedure. Additional information was requested and the following was obtained: risk manager provided a photo of the device utilized in the surgery at issue. She¿s hoping we can see if anything can be concluded based on this photo and then decide next steps. At this time, the device is not available for further analysis. She will keep my contact information in case there is a status change in the future.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: the patient had to have a temporary colostomy due to the device failure and will need an additional procedure for the colostomy reversal later. Details of the alleged device failure were unknown. The device is being held but may be made available for photos under hospital supervision. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? If so, please describe the shape. What is the current status of the patient? We are requesting permission to photograph the device or perform non destructive analysis. Please advise. (B)(4).